Event description:
Procedure: sigmoid resection. According to the reporter: the fully charged battery was properly inserted to the idrive. The green lights flashed on back of the idrive. The technician properly loaded a right angle linear cutter (ralc) onto the idrive and cycled the instrument. The surgeon successfully fired the ralc for the distal transection. The technician properly unloaded the fired ralc and loaded a new ralc onto the idrive. The idrive microprocessor sounded sluggish and weak almost as if the battery was dying. The ralc load would not open even when tech pushed the open button. The tech pushed the close button and let up after closing instrument about 1mm. The tech then pushed open the ralc only opened 1mm. The ralc would not open to its full jaw apperative. The surgeon used another device to close the enterotomy. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversion to open procedure, or extended operating room time. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. The patient is recovering as normal.

Manufacturer narrative:
(B)(4).